Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase the stimulation due to high impedances on several contacts. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's leads were explanted and replaced. Effective therapy was restored. Note. The patient was implanted with two leads from the same lot.